Event description:
It was reported the patient had trouble with their system and everything was now off. There was an electrical magnetic interference issue with the clinical environment. The patient had two implantable neurostimulators (ins), one in each breast. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3007566237-2015-01530.

Manufacturer narrative:
Concomitant: product ID 37603, product type implantable neurostimulator. (B)(4).